Event description:
Unomedical reference number (B)(4). Event occurred in the united states on 19-april-2024, it was reported by the patient mother that the infusion set was leaking from several site. No further information was available.